Event description:
It was reported that it was not possible to turn on the ventilator. There was no patient involvement. (B)(6).

Manufacturer narrative:
The reported compressor mini was examined at the hospital by our company representative. One of the fuses was found blown and stuck in the main inlet. The main inlet and fuses were replace and after a successful function check the compressor was returned to service. Earlier investigation determined that the cause of a blown fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power. Bed electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system. Chemicals used from cleaning the device (by spraying causing corrosion and as second effect bad connection. Dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.